Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was noted to be ruptured as the device was being prepped. The device was not used in the patient and there were no injuries. A second unknown mynxgrip closure device was opened and prepped with no additional issues. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non- sterile ¿mynxgrip tm vascular closure device f6/f7¿ was returned inside of a clear plastic bag. The unit was inspected, observing the shuttle is not engaged to the black handle. The stopcock is open. The sealant is in the manufacturing position. The syringe is not connected to the luer hub. No other outstanding details were observed. Inflation/deflation test was performed injecting water on the returned device to ensure the balloon functionality, according to the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon caused by a rupture. It is to be noted that the sealant is exposed in the leaking test picture due to the manipulation to perform the functional test. The balloon was inspected using a vision system to obtain a magnified image. The rupture of the balloon is confirmed. The failure reported by the customer as ¿balloon~balloon loss of pressure at prep¿ was confirmed. The ballon does not inflate as expected due to an observed leakage caused by a rupture. This condition does not allow it to maintain pressure. Exact cause of the observed conditions could not be conclusively determined during the analysis. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. Procedural factors and the handling process during preparation may have contributed to the failure as reported. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. The product analysis does not suggest that the reported failure could be related to the manufacturing process of unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was noted to be ruptured as the device was being prepped. The device was not used in the patient and there were no injuries. A second unknown mynxgrip closure device was opened and prepped with no additional issues. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.